Manufacturer narrative:
The pump received with blank display due to corroded inside the battery tube. No moisture damage found on electronic assembly and motor. The pump was received with cracked at corner display window, scratched on display window and cracked at reservoir tube lip. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they had a blank display. The blood glucose at the time of the incident was 166 mg/dl. The customer states the pump is not taking the battery and is currently blank. Troubleshooting was able to resolve the issue. However the customer called back and states they changed the battery and the pump shut off. The device will be returned for analysis.